Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 26 mmol/l (468 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. At the hospital, the site was noted to be irritated, wounded and purulent after removing the pod and noticing that the cannula was not properly inserted into the infusion site and bent. The patient was placed on an intravenous therapy of fluids, insulin, glucose, prescribed a cortisone cream to be used 3 times a day and thorough wash. The irritated site was covered with a silicone patch. The pod is not available.